Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation. However, the customer provided unit log file. Initial analysis shows an alarm 241-blower temp high was triggered six (6) times between (B)(6) and the alarm 401 occurred along with alarm 316 on (B)(6) 2021 at 11:02:23 pm (device time). Insp valve error-4 is also present at the same time. The error appears after every startup from (B)(6) in the logs. Still confirming if the issue is related with a known issue with moog blower units. Results of investigation: the suspect device was not returned for investigation. Vyaire medical unable to established the exact root cause but most likely a lack of soft-start algorithm in software (B)(4) caused damage on the blower driving hardware of the mainboard due to a too high resulting current needed to overcome actual inertia torque of the blower rotor. Exact root cause under investigation. Initiated main electronics under warranty replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that bellavista1000 was having an alarm 401 - inspiration valve or device leaky. Furthermore, there was no patient involvement associated with the event.